Event description:
The manufacturer became aware of a literature published by the,¿ department of orthopedics and traumatology, taipei veterans general hospital, taiwan ¿. The title of this report is ¿comparison of screw fixation versus non-fixation in dorsal opening wedge medial cuneiform osteotomy of adult acquired flatfoot ¿, published on 11 february 2019 which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at https://doi.org/10.1016/j.fas.2019.01.011. This report includes analysis of the clinical data that was collected on 38 patients, and the cases in this study range from june 2013 to june 2017. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced symptomatic implant irritation, requiring removal of implant. The report states, ¿fig.3 a (B)(6) female with stage ii posterior tibial tendon dysfunction. (A) pre-operative lateral weight bearing lateral radiography. (B) radiography 12 weeks after the cotton osteotomy with screw fixation. (C) radiography obtained after the removal of the symptomatic hardware.¿

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The manufacturer became aware of a literature published by the,¿ department of orthopedics and traumatology, taipei veterans general hospital, taiwan ¿. The title of this report is ¿comparison of screw fixation versus non-fixation in dorsal opening wedge medial cuneiform osteotomy of adult acquired flatfoot ¿, published on 11 february 2019 which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at https://doi.org/10.1016/j.fas.2019.01.011. This report includes analysis of the clinical data that was collected on 38 patients, and the cases in this study range from june 2013 to june 2017. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced symptomatic implant irritation, requiring removal of implant. The report states, ¿fig.3 a 71-year-old female with stage ii posterior tibial tendon dysfunction. (A) pre-operative lateral weight bearing lateral radiography. (B) radiography 12 weeks after the cotton osteotomy with screw fixation. (C) radiography obtained after the removal of the symptomatic hardware.¿

Manufacturer narrative:
This complaint has been generated based on findings discovered during the post-market surveillance literature review. Further, a formal medical opinion was sought from an experienced independent medical expert as below: "the information is not sufficient to make a judgment regarding the quality or the correctness of the surgical procedure. Two planes would be necessary. There is no postoperative x-ray provided. However, the x-ray taken 12 weeks after initial surgery shows at least a prominent screw head in the lateral view. But it looks as if there was an aseptic loosening of the screw in the cuneiform bone, the reason remains unclear and cannot be given with the provided information". The alleged event of symptomatic implant irritation, requiring removal of the implant in the article could not be confirmed, but the probable root cause according to hcp is user-related factors that lie somewhere in the balance between the stabilizing and the unstabilizing factors and the root cause cannot be confirmed with available information. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.